Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.¿ clinical investigation: based on the available information, the patients liberty select cycler is disassociated from the event. There is no allegation or objective evidence indicating a serious injury, patient death, or other serious adverse event(s) related to a fresenius device(s) or product(s) occurred warranting further investigation.

Event description:
On (B)(4) 2021, fresenius became aware this (B)(6) year-old (B)(6) female peritoneal dialysis (pd) patient on continuous cyclic peritoneal dialysis [cc(pd)] for renal replacement therapy (rrt) expired. No additional information provided during intake. Follow-up with the peritoneal dialysis registered nurse (pdrn) confirmed the patient was diagnosed with terminal breast/bone cancer and expired on (B)(6) 2021. The patient was reportedly on hospice care and was undergoing ccpd as part of their end-of-life care. The pdrn reported there was no malfunction or deficiency of a fresenius device(s) and/or product(s) to report.

Manufacturer narrative:
Plant investigation: no parts were returned to the manufacturer for physical evaluation. A records review was performed on the reported serial number. An investigation of the device manufacturing records was conducted by the manufacturer. There were no non-conformances, or any associated rework identified during the manufacturing process which could be related to the reported event. In addition, the device history record (DHR) review confirmed the results of the in-progress and final quality control (qc) testing met all requirements. The investigation into the cause of the reported problem was not able to be confirmed. A definitive conclusion regarding the complaint incident cannot be reached without a physical examination of the complaint device.

Event description:
On (B)(6) 2021, fresenius became aware this 68-year-old ((B)(6) 1952) female peritoneal dialysis (pd) patient on continuous cyclic peritoneal dialysis [cc(pd)] for renal replacement therapy (rrt) expired. No additional information provided during intake. Follow-up with the peritoneal dialysis registered nurse (pdrn) confirmed the patient was diagnosed with terminal breast/bone cancer and expired on (B)(6) 2021. The patient was reportedly on hospice care and was undergoing ccpd as part of their end-of-life care. The pdrn reported there was no malfunction or deficiency of a fresenius device(s) and/or product(s) to report.